Event description:
It was reported that this implantable pacemaker was revised due to a shoulder accident resulting in device migration. Boston scientific technical services (ts) discussed with patient that a 6-week waiting period after pocket revision is needed. This device remains in service. No additional adverse patient effects were reported.